Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in austria, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via the right transfemoral approach, a bent strut was observed on the valve during advancement of the delivery system through the esheath. In response, the clinical team elected to withdraw all devices as a single unit. A second valve was then prepared and successfully implanted. The patient remained stable throughout the procedure and did not experience any injury.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to d9 and h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination, and the following observations were found. A bent frame strut remains bent outwards on the expanded valve, the valve crimped on the inflation balloon and one frame strut bent outwards at the inflow side. Imagery review found calcification and tortuosity present in the right access vessels. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event of frame damage was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (high push force) likely contributed to the event as per provided imagery there was presence of calcification and tortuosity at access vessels, and received sheath shaft was visibly kinked. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.